Event description:
Ncpap unit utilizing: pto flowmeter representing blow by mode using 3-4 litres of oxygen caused fluctuating with o2 administration, o2 reading went down to 21% when set at 35% causing patient to desaturate into the 70's. O2 sat reading also fluctuated upward at random causing the patient to high sat. It should be noted that ncpap was used solely as a controlled blender and not in standard ncpap mode. Infant required increased oxygen to resolve the issue.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for evaluation. Results of investigation pending. Follow-up report will be filed.